Event description:
It was reported that the patient was experiencing increased implantable pulse generator (ipg) charging burden and inadequate pain relief. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing increased implantable pulse generator (ipg) charging burden and inadequate pain relief. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing increased implantable pulse generator (ipg) charging burden and inadequate pain relief. The patient underwent an ipg replacement procedure.